Manufacturer narrative:
(B)(4) - the device was returned, however it was refurbished and redistributed prior to being evaluated. A physical evaluation of the complaint device was not performed and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The clinical investigation of all information currently available concluded the following: the patient¿s symptom of shortness of breath is likely related to the fluid overload. The missed peritoneal dialysis treatments likely caused the fluid overload.

Event description:
The peritoneal dialysis patient called to report issues with the cycler not advancing and was not able to complete peritoneal dialysis treatment. The peritoneal dialysis (pd) nurse confirmed that the patient missed two peritoneal dialysis treatments and experienced fluid overload. The pd nurse stated that the patient was instructed to complete peritoneal dialysis manually when the cycler was unavailable however, the patient did not complete any treatments manually. The patient presented to the clinic on (B)(6) 2017 with shortness of breath and completed peritoneal dialysis treatment in the clinic with the clinic's cycler. The patient was sent home following the completion of peritoneal dialysis treatment. The pd nurse reported that the patient was later admitted to the hospital on (B)(6) 2017 with shortness of breath. The pd nurse reported that the shortness of breath was related to the fluid overload and the fluid overload was due to the missed peritoneal dialysis treatments. The pd nurse stated that the patient recovered from the shortness of breath and fluid overload and was discharged from the hospital (date unknown). The pd nurse further stated that the patient issues were not related to the cycler or peritoneal dialysis products.